Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was selected for use. A pre-insertion angiogram confirmed a single wall puncture and the angio-seal was deployed without problems and hemostasis was achieved. Six hours later on the ward, the patient experienced a retroperitoneal bleeding event. Manual compression was applied and the bleeding stopped. There were no other problems reported. The patient was taking prescribed anti-coagulant medication, type and dose unknown. The patient had been discharged home at the time of the report 6 days later.

Manufacturer narrative:
No product was returned for evaluation as it remained in the patient. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.